Event description:
Caller alleged discrepant results compared with the lab. Results are as follows: date: (B)(6) 2013, inratio: 1.8, lab: 5.0. Therapeutic range: 2.0-3.0. Patient was hospitalized due to shortness of breathe and given vitamin k. No additional information provided.

Manufacturer narrative:
Investigation pending.